Event description:
It was reported that this right ventricular (rv) lead was dislodged. This rv lead was revised and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was dislodged. This rv lead was revised and remains in service. No additional adverse patient effects were reported. According to the additional information, dislodgement was confirmed through xray imaging and device testing. No additional device issues were observed as a result of the dislodgement.